Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they were getting a message that internal device has lost all data and to contact the manufacturer. The caller powered off the handset and communicator and powered them back on. The caller tried to connect to the implant and got device is not responding and internal device has lost all data and to contact the manufacturer. They were asked if they had been in lately or had any programming done at the doctor's office and the caller stated yes. Information was reviewed and the patient was redirected to their healthcare provider (hcp). The caller mentioned the patient was getting evaluated to have a new stimulator because the current one was getting low and was outdated. The caller was able to get to the battery screen and it said estimated battery life was one day and it was at 90%. The caller stated also saying there were too many apps that were using up the battery. It was thought that the caller was seeing information about the samsung handset not information regarding the implant .

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.